Event description:
This is a spontaneous case report received from another health professional via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pruritus on face and neck, hole with papules prurigo, and lesions scratching. No information given on patient's history, past drugs, concurrent conditions or concomitant medication. In (B)(6) 2012, the patient had essure (fallopian tube occlusion insert) inserted. The patient experienced skin pruritus on face and neck on (B)(6) 2012, hole with papules prurigo and lesions scratching. She had a suspicion of contact allergy and standard series of tests (unspecified) were done in (B)(6) 2013 and showed nickel ++. Non-serious case according to the reporter. No further information available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.